Event description:
In general, these circuit holders are loose when a vent comes down to biomed for service. They are loose enough where they could fall off the vent rail and onto a provider or patient. The knob that holds it in place always seems to come loose.

Event description:
In general, these circuit holders are loose when a vent comes down to biomed for service. They are loose enough where they could fall off the vent rail and onto a provider or patient. The knob that holds it in place always seems to come loose.

Event description:
In general, these circuit holders are loose when a vent comes down to biomed for service. They are loose enough where they could fall off the vent rail and onto a provider or patient. The knob that holds it in place always seems to come loose.